Event description:
Bone cement did not hold femoral stem implant after keeping in inside bone shaft for 10-15 minutes. Cement was hard but implant was moving. Implant was not expired. A different cement was used with implant which resulted normal.